Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. She stated that she was having issues with rewinding the insulin pump because she did not have the insulin pump user guide. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.